Manufacturer narrative:
Load cells. The reason for the sterilization starting with 90xxx is to provide clarification following a change to stryker's electronic complaint system.

Event description:
It was reported by service report that the scale did not weigh pt's weight accurately. No pt involvement or adverse consequences reported.